Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the proximal portion of the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.